Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire had become lifted off of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: g5 - changed PMA/510(k)# from "k052274" to "k101274". The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of blood and clinical use were observed. The heater were on the hot jaw was observed to bent and detached from the entirety of the hot jaw except the base, where it remained attached. There were no signs of cracks or peeling observed on the silicone insulation of the jaws. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent" was confirmed. Specific actions for the reported failure mode "material twisted/bent" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire had become lifted off of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.